Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, a leak was observed due to a tear in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.25x20 mm nc trek balloon catheter was being used for post-dilatation of a deployed stent. The balloon ruptured on the first inflation of 6 atmospheres. A new nc trek balloon was used successfully to complete the post-dilatation. There was no resistance reported during advancement to the deployed stent or with the deployed stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.